Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced multiple hardware parts, including the modular chemistry (mc) sample syringe, electrolyte injection cup (eic) valves, ise tubing, eic lower block, ratio pump assembly, ratio pump valve, cl electrode and co2 membrane, were replaced to resolve the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported receiving erroneous high patient results for sodium (na), chloride (cl) and carbon dioxide (co2) on the unicel dxc 600 pro synchron system. The erroneous results were not reported out of the laboratory. There was no change to patient treatment in association with this event. Quality control (qc) results were within laboratory¿s established range prior to and after the event.